Event description:
It was reported that the lead dislodged due to the suture sleeve was not secured correctly during implant. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.